Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed the device had damage in the shaft near the distal end, between ring #10 and ring #11. One steering wire was partially exposed through the shaft. A kink was observed in the same location. Functional test showed that the thumbwheel functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The test curve passed; left and right curves were placed in the template specified areas. The device passed the dimensional test. X-ray inspection confirmed the damaged in the shaft near the distal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported there was a separation in the insulation of the catheter. During an ablation procedure for paroxysmal supraventricular tachycardia (psvt) with a radia catheter, the catheter had a fracture and separation of insulation material on the curve. The physician completed the procedure using another catheter. No patient complications occurred. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported there was a separation in the insulation of the catheter. During an ablation procedure for paroxysmal supraventricular tachycardia (psvt) with a radia catheter, the catheter had a fracture and separation of insulation material on the curve. The physician completed the procedure using another catheter. No patient complications occurred. The device will be returned for analysis.